Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tgt2810/8190780, tgt3420/8371887) to repair a thoracoabdominal aortic aneurysm. Before the procedure, bypass from the right common iliac artery to the celiac, superior mesenteric and bilateral renal arteries was made to maintain blood flow because the physician planned to cover these arteries. The endoprostheses were implanted and distal end was located at distal of inferior mesenteric artery as planned. At the end of the procedure, arterial hemorrhage from the external abdominal oblique muscle and retroperitoneal hematoma were found. The physician decided to conclude a procedure. The patient tolerated the procedure. On (B)(6) 2010, a hemostatic procedure (detail unknown) was successfully performed. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. A diameter of the aneurysm was 35mm. On (B)(6) 2011, six month follow-up imaging showed no issues. On (B)(6) 2012, one year follow-up imaging showed no issues. A diameter of the aneurysm was 39mm. On (B)(6) 2012, two year follow-up imaging showed that a diameter of the aneurysm was enlarged to 40mm. There were no endoleaks and other complications. The physician elected to monitor the patient. On (B)(6) 2013, three year follow-up imaging showed that a diameter of the aneurysm was enlarged to 52mm. There were no endoleaks and other complications. The physician elected to monitor the patient. No further information is available.